Event description:
It was reported to boston scientific that during preparation, the basket was being tested and it opened, but would not close. The physician completed the procedure with another gemini stone retrieval paired wire / helical basket.

Manufacturer narrative:
A visual and functional evaluation found the sheath of the device being buckled confirming the customer's report of the basket not closing properly. The sheath is buckled at the handle strain relief. A functional check found the basket is opened and cannot be closed, due to the sheath damage.